Manufacturer narrative:
The specimens were collected in 7ml, bd, non-gel, lithium heparin tubes and centrifuged at 3,000 rpm for 10 minutes at ambient temperature. Qc levels I and iii were within specifications on the day of the event. A system check performed in 2007 failed partially. The failed portion was repeated and passed within specifications. Based on available information, there were no errors in the event log in relation to this event. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found a residual spill in the mixer area. The fse performed a preventative maintenance (pm) to the instrument. (There is no information why pm was performed). The fse verified instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the access 2 instrument. The customer reported that they obtained erroneously high accu tni results, above the ami cut-off, for six (6) patients. Per customer, the results were within normal range upon repeat. The actual results were not provided and it is unclear if the erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.